Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: egypt. Suture material that broke during surgery.

Manufacturer narrative:
Samples received: 3 open racepacks. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock). Received three open samples. In one of the open samples received, the pack is empty (there is no suture inside). Other open sample received, has only a detached needle inside the pack. And the other open sample received has the needle detached from the thread, and the thread is still wound on the pack. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. . Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.